Manufacturer narrative:
In an evaluation of the device, the local physio-control service rep observed a service wrench icon and error code 580d logged during 3:00 am self tests 11/3, 11/11, and 11/25. The fault codes were cleared, a complete functional test performed and proper operation observed. The device was replaced by physio-control. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
Medics responded to a pt described as an unconscious drowning victim. The device was connected to the pt and the "analyze" button pressed. According to the reporter, while the device was charging a "zapping" sound was heard and the service and battery icons appeared on the device's dispaly. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability because of long down time.